Manufacturer narrative:
Product complaint # (B)(4). Additional information was received that this device was not involved in a patient event. Therefore, this medwatch report will be voided.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation summary: the actual device was returned for evaluation. During the visual inspection, it was examined along of strand and the end suture was damaged (cut) appears to be by the use of a surgical instrument. Due to the length of the sample, we are unable to performed tensile strength test. According the sample condition, the assignable cause of performance - breakage suture, suggest an improper handling of the sample. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You reported 2 devices broke during one procedure but returned 3, can you clarify if 3 devices broke during the one procedure?

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2018 and suture was used. During the procedure, the end piece of the device snapped off. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.